Manufacturer narrative:
During its investigation maquet learned that the padding which is to be placed onto the table accessory prior to use, was not present during this procedure. Without the padding in place, the leg holder would not have sufficient support for this pt's large calf circumference. If the calf was not supported for an extended period, high inner pressure to the lower leg can result in the injury reported. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The pt's leg was supported on a leg holder (B)(4) during a laparoscopic tumorectomy. The pt was diagnosed with compartment syndrome after the procedure due to the compressed soleus muscle. This led to prolonged hospitalization. (B)(4).